Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an unrelated transcatheter aortic valve replacement (tavr) no capture was noted on the leadless implantable pulse generator (ipg) approximately three days post implant. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.